Event description:
It was reported that the customer had an excessive no delivery alarms on the insulin pump. Customer's blood glucose level was 174 mg/dl. Customer stated that the alarm was a past event and it was resolved yesterday with an infusion set change. Customer does not want to return the set for analysis. Customer was advised to call when the alarm occurs in order to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, prime and excessive no delivery alarm tests. No excessive no delivery alarm was noted. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.